Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Serial number: (B)(4), lot number: 61779. The reported events of high intraocular pressure and device migration are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling: warnings: the complications that may occur in conjunction with the use of the xen®45 gel stent include, but are not limited to, choroidal effusion, hyphema, hypotony, implant migration, implant exposure, wound leak, need for secondary surgical intervention and other known complications of intraocular surgery (e.g., flat or shallow chamber, corneal edema, endophthalmitis). The safety and effectiveness of this device in neovascular, congenital and infantile glaucoma has not been established. To avoid the potential for implant damage (stent fracture or exposure), digital pressure following implantation of the xen®45 gel stent should be avoided.

Event description:
Healthcare professional reported routine check up noted with sharply elevated iop of the left eye. Upon exam it was noted the xen®45 gts had migrated into the anterior chamber and was no longer connected to the subconjunctival space. The device has been explanted and trabeculectomy was performed. The reported events have been resolved.